Event description:
Customer called regarding the meter alleging giving error 2. Customer reported feeling symptoms, however, the actual symptoms were not specified. Customer ate food and/or drank beverage. There was no evidence of an adverse event, based on the info provided. The customer service rep tried troubleshooting and the meter still gave error 2. The meter was replaced due to an unresolved issue.